Event description:
Vent alarming, pt up in chair, trach pulled out, pt's face and neck on left side beginning to swell indicating subcutaneous emphysema. Rapid response called, rt removed trach and bag mask, new trach placed. CPR initiated by (B)(6) nurse performed approx 30 secs, when defib pads applied, CPR stopped, showed sinus tech on monitor.